Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a retrosigmoidectomy, the staple line opened. It was not reported how the procedure was completed. No adverse consequences reported. Three attempts were completed requesting additional info and no response was received.